Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, after opening the packet, the needle was noted to be detached from the thread. There was no patient involvement.